Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone18.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient noticed inconsistent blood glucose readings. When the patient laid on their right side, their glucose reading was low (between 44 and 48 mg/dl). However, when the patient laid on their left side, their blood glucose reading via glucometer was normal (98 mg/dl). This occurred 3 times by 2 am. The patient replaced the pod and the new pod worked properly. The removed pod appeared normal with no visible leaking or needle damage. The patient expressed concern that the issue might be related to scar tissue. The patient denied any messages that appeared on the pdm.